Manufacturer narrative:
The insulin pump had intermittent buttons due to moisture damage at the keypad traces. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had a cracked case at the display window corners, reservoir tube, and reservoir tube window. The device had broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.